Event description:
Information received by medtronic indicated that the ring from the reservoir compartment fell off. Customer stated that the reservoir loosened in place and not locking securely. No harm requiring medical intervention was reported. Troubleshooting was not performed, the customer will discontinue the use of device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.